Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited oversensing of noise on the rate/sense and shock channels that resulted in pacing inhibition. The patient was symptomatic. The noise could be reproduced. A guidant technical services consultant discussed that the high voltage leads could be reversed in the header.